Event description:
It was reported to philips that the host pc failed to boot, impacting system readiness on a allura xper fd10/10. The clinical use of the system was outside clinical use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the host pc and calibrated the system. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).